Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Additional device information unknown/not provided. Email address was not provided. Device manufacturer date unknown/not provided.

Event description:
It was reported that the crown presented mobility and when doctor checked the screw was loose. Doctor removed the screw and placed a new one.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that the device was in good condition. Functional testing to recreate the reported event could not be performed due to the nature of the event and product. Device history record (DHR) review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information is available at the time of this report.